Event description:
I have had two sets of breast implants first placed in (B)(6) 2008. After several years, I had elevated prolactin levels and began lactating for several years with no known etiology, had to take medication to keep it normal. I had grade 3 capsular contracture to the left breast. On 2016: severe colitis. After colitis healed symptoms still persist: chronic diarrhea, bloating, cramping, food intolerances, lack of appetite. In 2018, serious concentration issues, memory loss, word retrieval, chronic fatigue, joint pain, hands swollen/puffy, thinning hair, skin extremely dry, hands and feet always cold, fingers turn red and blue when cold, headaches, neck and spine pain, trouble swallowing, choke easily, dry blurry eyes, drusen present on retina in eye exam. Generalized malaise. Breast pain, tingling pins and needles in hands and feet. Receding gums, and a bout of oral thrush for several months.